Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer confirmed that insulin was passing through the infusion set successfully. The customer stated that she had been experiencing issues from 6 to 7 weeks. The customer also reported receiving different sensor glucose and blood glucose readings. The customer also received the calibration error alert. The customer's blood glucose was 414 mg/dl. The customer treated with manual injections and insulin pump therapy. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.